Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was used for an intertrochanteric femoral fracture procedure. After blade insertion, the surgeon tried to lock the blade, but couldn¿t insert a driver deep into it. When checking the tip of the connecting screw, the surgeon found it broke off and remained in the blade. The broken tip was finally retrieved using a depth gauge tip and the operation was completed. A thirty minute surgical delay was reported. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an evaluation was performed on the returned device. As received condition of device; the investigation of the complained instrument has shown that the threaded tip is broken off due to excessive applied mechanical force during use. The instrument was analyzed for conformance to print specifications at the time of production and the device history records were researched as well. No abnormal findings were identified. Most probable reason for the breakage might be insufficient connection with the inserter. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. The complained device was manufactured in 2007 and was used many times. Therefore, normal wear and tear may also have led to the breakage. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.